Event description:
Pt only a day old line was met with resistance when attempting to remove line about the level of the iliac crest. Dye studies showing there was a fibrin clot at catheter tip and extending down the sides of the catheter. They were not able to remove the catheter and noted by radiologist that it seemed to be pulling at the insertion site area now. Pt was prepared for a surgical removal of the catheter.